Manufacturer narrative:
Age at time of event 18 years or older.device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a right arteriovenous fistulagram treatment procedure, a deployment issue occurred. The 90% stenosed target lesion was located in a non calcified and mildly tortuous right basilic vein. A wallgraft t/b/8x50 9fr stent was being placed in an upper arm fistula. The patient screamed "as if it hurts" and the stent deployed in an unintended location. The procedure was completed with another same device. The patient had discomfort for the next couple of days.